Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, during cooperative motion in guidance mode, the robot arm collided with the mayfield head holder, which was positioned in a 'mohawk' position centered above the patients head. A communication error occurred upon re-connection to controller. The arm was drove to trajectory after adjusting orientation of approach.

Manufacturer narrative:
It was reported that a communication failure and system shutdown occurred after that the robot arm collided with the mayfield head holder. Upon restart of the device there was a second communication failure. Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation confirmed two communication errors were detected. The first error was due to a collision of the robot arm with the mayfield head holder. The shutdown of the device was a normal behavior. The second error, which was due to the previous collision, as the arm was very likely still in contact with the obstacle. The shutdown of the device was a normal behavior. The collision could have been avoided by releasing the pedal, as indicated in the IFU.

Event description:
It was reported that during a surgery, during cooperative motion in guidance mode, the robot arm collided with the mayfield head holder, which was positioned in a 'mohawk' position centered above the patients head. A communication error occurred upon re-connection to controller. The arm was drove to trajectory after adjusting orientation of approach.